Event description:
On (B)(6) 2011, the pt reported, the up button of the infusion device does not work properly. During troubleshooting the down button functioned properly and the up button did not function. She noticed the issue on approx (B)(6) 2010 while trying to bolus. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.